Event description:
It was reported that during the implant attempt, the setscrew would not screw down easily. Once it screwed down, it appeared to be bent. The lead was stuck and the silicone was removed around the setscrew to remove the lead. The device was not implanted. No patient complications were reported as a result of this event, and the patient outcome was listed as "stable".

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. The grommet was missing, and the setscrew was not returned with the device.